Event description:
Rptr alleges pt had bilateral implants in 1975 for augmentation. The pt denies decreased size but complains of firmness more on the left than the right for years without history of trauma. Pt has had multiple closed capsulotomies in early 1980's and also complains of ptosis and pain of left breast more than right. Pt also complains of arthralgia (with more stiffness in the morning), myalgias, paresthesia, dyspepsia, spasms, swelling, fatigue, occasional sleep problems, adenopathy, fever, temporo-mandibular joint disease, visual changes, dizziness, memory loss, dry mucous membranes, hair loss, rashes, oral sores, chemical sensitivity, shortness of breath, chest pain, costochondritis, increased varicosity, choking sensation, skin tightening, borderline hypothyroidism, increased tingling, weight gain, gastrointestinal/genital urinary problems and easy bruising. Pt is otherwise healthy. Rptr also states pt has ruptured breast implant(s).